Event description:
Customer reported feeling "hazy" with result of 87 mg/dl obtained on the aviva system. 1.5 hours later customer received results of 498 mg/dl and 196 mg/dl within 10 minutes on the aviva system. Customer consumed chicken pot pie and symptoms improved in 30 minutes. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.